Manufacturer narrative:
Report is for unknown patient #2 associated with MFR report# 3012164473-2018-00003. [(B)(4)].

Event description:
It was reported the needle was separating from nylon suture during endodontic procedures. At the beginning of suturing process, the thread would come apart from needle forcing the doctor to grab a new suture. The event occurred with 3 different patients utilizing sutures from lot# 171115-53. All pieces were retrieved and none of the patients were harmed. No medical intervention was necessary; no medical treatment or follow-up was required.